Manufacturer narrative:
Concomitant medical products: product ID 3778-60 (B)(4) implanted: (B)(6)2012 product type lead product ID 3778-60 (B)(6) implanted: (B)(6)2012: product type lead. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by a healthcare provider (hcp) via a manufacture representative (rep) stating that the rep was asked to see the patient because they were charging their battery daily, sometimes more than once. Upon interrogation, four electrodes on the 0 through 7 lead and 1 on the 8 through 15 lead had impedances of greater than 10 ,000 ohms. The patient did state that they had some bad falls recently, but other than charging frequently they had not noticed any changes in their stimulation. A routine impedance check was done. The doctor was planning a full explant and new implant with the manufacturer. The issue was not resolved at the time of the report. The replacement is scheduled for (B)(6)2019. It was reported the event occurred on (B)(6)2019. No further complications were reported/anticipated.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for chronic low back pain. It was reported that the patient¿s device was in overdischarge, as they had not recharged for several months. A trickle charge was completed on the day of the report; the patient noted it was third trickle charge. The rep provided recharging education to the patient. It was also noted that there were high impedances in electrodes 1, 2, 4, and 10. The rep stated that those electrodes were not in use, and the patient reported having good coverage. The issue was resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: lead; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the physician did not want to send the device or leads back for analysis. No further complications were reported/anticipated.